Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary.

Event description:
It was reported that 1 ml bd tuberculin syringe with detachable needle, slip tip experienced 2 cases of the needle and syringe separating/spinning out, and 2 cases of difficult plunger movement. The following information was provided by the initial reporter: material no.: 309626. Batch no.: 1042364. Customer states the needles keep popping off and the syringes are extremely hard to push/pull.